Event description:
Device #2 issue: dislodged stent. Time of device issues: during stenting procedure. Adverse event: snared dislodged stent and explanted first stent. It was reported that during an interventional procedure the 2.75x08 rx xience v stent was successfully deployed in the ostium of the left circumflex artery (lcx). The 2.75x18 rx xience v stent failed to advance to the mid left anterior descending (lad) because of calcification. The physician felt that possibly pre-dilatation was insufficient. There was difficulty removing the 2.75x18 rx xience v and once the device was removed it was found that the stent had dislodged. An angiogram was taken and found the stent had dislodged at the ostium of the lad and had embolized. A snare device was used to remove the dislodged stent. Once outside the anatomy it was found that the dislodged 2.75x18 stent and the 2.75x08 stent were entangled and removed together. Another two rx xience v stents were successfully deployed, one in the ostium of the lcx and one mid lad. There were no reported adverse patient sequelae. The following day the patient returned to have the right coronary artery stented and the physician took pictures of the left coronary artery checking on the two rx xience v stents and everything looked fine. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with any additional relevant information. Device #1 - xience v 2.75x18 (part #1009539-18; lot #0032641), reference is being filed under a separate medwatch report.